Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high, out of range pacing impedance. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.